Event description:
Disability or permanent damage and other serious (important medical events). Dose or amount: denture powder. Frequency: twice daily. Route: oral. Denture cream. Twice daily. Dates of use: 1973 to 2009. Diagnosis of reason for use: to hold dentures. Event reappeared after reintroduction: yes.